Event description:
Customer reports to have been hospitalized on (B)(6), 2015. Customer was hospitalized due to high blood glucose. Customer was hospitalized for three days and was treated with insulin drip. Customer began to experience no delivery alarms two to three days before being hospitalized. It was found that no delivery was caused by crystalized humalog insulin. Customer was able to resolve no delivery with a complete set and insulin change. Customer changed to novolog insulin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.